Manufacturer narrative:
E1: initial reporter address: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) home pd system kaguya sets were leaking from an unspecified location. This occurred during an unspecified process step of peritoneal dialysis therapy; however, the patient was not connected. The leak was further described as ¿leaking from under kaguya's front door¿ and fluid was found inside the door. There was no report of patient injury or medical intervention associated with this event. No additional information is available.